Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a difference between sensor glucose and blood glucose values, insulin delivery suspension and received a change sensor alert, sensor updating alert, calibration not accepted alert and experienced blood at site. The event involved product(s) mmt-5120d2. Troubleshooting was performed for the sensor glucose vs blood glucose reading difference. The customer reported blood glucose value of 8 mmol/l and sensor glucose value of 2.8 mmol/l. The difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). Explained sensor may have no longer been responding to glucose changes. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for sensor alerts and site issue and advised customer to replace the sensor. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use of the device or not. No product return is required for mmt-5120d2..